Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the affected explanted pump and catheter are being sent back for analysis per doctor's request. It stated that the doctor was wondering if there was blood in the catheter and/or pump as there was blood in the pump pocket and also wanted that analyzed. The patient was receiving dilaudid 10 mg/ml for a total dose of 0.058 mg/day and bupivacaine 10 mg/ml for a total dose of 0.058 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found a failed lab dispense test above specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Only the pump was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was not receiving drug. The catheter was possibly not working during study. Upon opening the pocket, a large amount of blood was present. It was noted there was a possible clot at the tip of the catheter. It was noted that blood was present in the clear tubing at the connector. The status after device removal was recovered without sequelae. It was noted that the patient's battery was depleted and was a prophylactic removal to avoid in-vivo battery depletion. It was noted that the patient was having problem with the catheter, but pump did need to be replaced as well. The results of the dye study performed on (B)(6) 2019 was a catheter occlusion. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration and dilaudid (hydromorphone) unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient's pump and catheter were scheduled to be replaced tomorrow ((B)(6) 2019) and the patient was calling to see if they could get an approval letter expedited to their healthcare professional (hcp) for the patient's pump and catheter replacement. It was noted the patient started having problems back on (B)(6) 2019. It was explained that they had a virus that made them "real sick and just got to feeling really bad" noting that they never really got back to feeling themselves and that it was " just miserable." At the time they did not know, but "it must have been withdrawal." Actions taken prior to the call included the patient went in for a pump refill a couple days ago and their managing hcp determined there was a lot more drug in the pump than there should have been, noting that the hcp pulled out 10ml instead of 3 ml. It was noted they went in for catheter evaluation on (B)(6) 2019 and the hcp stated that the catheter "wasn't pulling anything in or pulling anything out." It was noted that they were told the catheter was clogged and that they will replace both the pump and the catheter rather than just replacing the catheter and replacing the pump in february 2020 when the pump battery was originally scheduled to be replaced due to normal battery depletion. During the catheter evaluation, it was stated the hcp turned off the pump since it was not working anyways. It was noted the patient spoke toa hcp that schedules the surgeries yesterday ((B)(6) 2019) who told the patient they were waiting to receive a letter of approval from manufacturer to proceed with ordering and replacing the pump/catheter. There was no out of box of failure and a medical or therapy problem associated with small parts was not reported. The patient was redirected to follow up with the hcp to get clarification on the "approval letter" and have the hcp office contact manufacturer if they have questions. The patient stated that they knew they had dilaudid in there pump and one other drug in the pump, but does not know the other drugs name. The event date was (B)(6) 2019. No further complications were reported/anticipated.